Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated with mdrs# 1225714-2014-02709, 02710, and 02711.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009, after the use of the product.